Event description:
The customer complained on a leakage at the 3-way junction underneath the column on a clinimacs tubing set. A patient was not affected, the leakage was detected before attaching the cell product. The cells could be processed on a new clinimacs tubing set. Therefore any risk for the patient could be ruled out.